Event description:
It was reported by an attorney that the patient underwent open repair incisional hernia on (B)(6) 2014 and mesh was implanted. It was reported that the patient had open recurrent ventral hernia repair on (B)(6) 2015 during which the surgeon noted a loop of small bowel incarcerated but viable. There was minimum to no purulence but significant inflammation present. It was reported that the patient underwent recurrent incarcerated incisional hernia repair on (B)(6) 2017 during which the surgeon noted large amount of incarcerated small intestine, multiple stich abscesses from prior mesh placement. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/29/2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6: appropriate term / code not available (e2402) utilized to capture large amount of incarcerated small intestine. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 12/7/2015. (B)(4) submitted for adverse event which occurred on 3/19/2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.